Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that helpline told her to change the infusion set and nothing was wrong with it. Customer was treated with manual injection. Customer woke up about 3 am complaining of stomach ache and ketones. Caller had taken her daughter to the hospital. Nothing further reported.